Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a broken connector, it was determined that both connectors were broken. It was additionally noted that the lower case and hanger assembly were broken, that both wires on the liquid crystal display were pinched and that the red wire was exposed, the keypad window was scratched and the keypad, all knobs and the hanger screw were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector and it was also requested that it receive its test and calibration procedure. The generator was returned for service. No patient complications have been reported as a result of this event.